Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca pump displayed a messaged "unknown syringe installed." Per report the customer was using a syringe compatible with alaris. The syringe reportedly contains a medication compounded by the facility's pharmacy department. The customer reports that their pharmacy has now to compound their own medications since the pre-filled ims morphine syringes are no longer compatible with alaris system (updated software). There was no patient involvement. There is an implied request to add the ims morphine prefilled syringes back to the pca module compatibility list. The customer later added that, "this product was already compatible with the previous software build/pump, we are asking for bd to update their list to allow for this product to still be utilized."

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary: the reported complaint of incorrect syringe read could not be confirmed. No devices were supplied by the facility for further examination. Consequently, external and internal inspections could not be conducted. Additionally, log analysis was not possible, as no devices or logs were returned for investigation. Testing was not able to be performed as the devices were not returned for investigation, a photo of the unknown syringe was provided by the facility, showing the size and dose and showing the manufacturer not approved by bd. Use only the syringe size and type specified on the main display. The full list of permitted syringe models is dependent on the pca¿s software version. Do not use incompatible syringe sizes and models with the pca. Use of incompatible syringes can impact pump operation resulting in inaccurate fluid delivery, delayed generation of occlusion alarms, and other potential problems (refer to the bd alaris¿ system with guardrails¿ suite mx user manual). Ensure that the displayed syringe manufacturer and syringe size match the installed syringe. Mismatches can impact flow rate accuracy. The device was reported to have been in use not as intended for treatment purposes as designed by bd per 21cfr 820.198(d)(2). Root cause: the root cause of the unknown syringe installed could not be identified. Data set was not provided by the facility. A probable cause of the failure could be the pca¿s software version, and the use of incompatible syringe sizes and models with the syringe module. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pca pump displayed a messaged "unknown syringe installed." Per report the customer was using a syringe compatible with alaris. The syringe reportedly contains a medication compounded by the facility's pharmacy department. The customer reports that their pharmacy has now to compound their own medications since the pre-filled ims morphine syringes are no longer compatible with alaris system (updated software). There was no patient involvement. There is an implied request to add the ims morphine prefilled syringes back to the pca module compatibility list. The customer later added that, "this product was already compatible with the previous software build/pump, we are asking for bd to update their list to allow for this product to still be utilized."